Manufacturer narrative:
(B)(6).

Event description:
It was reported during a nose surgery that patient received inappropriate hv therapy. Upon investigation, it was found the magnet was not secured properly to prevent hv therapy delivery. The patient was stable after the event.